Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) made a loud squeaking and noticed metal chips in the housing. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) made a loud squeaking and noticed metal chips in the housing was confirmed during the visual inspection and functional testing. The root cause of the reported complaint was a broken pump rotor, likely attributed to the device's aging. The thermogard system was manufactured in 2012 and is over 12 years old. Upon visual inspection, no other physical damage was noted. The event log review indicated no significant discrepancies or irregularities. The pump rotor was replaced to address the reported complaint, and the thermogard system passed the functional testing after replacing the pump rotor. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).